Manufacturer narrative:
The third party service agent has evaluated the device and was unable to duplicate the reported issue.  The service agent replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.  The device has not been returned to physio-control for evaluation.   The third party service agent has evaluated the device and was unable to duplicate the reported issue.  The customer decided to not repair the device and requested the device to be returned, unrepaired.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and was unable to duplicate the reported issue.  The service agent replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.  The device has not been returned to physio-control for evaluation.

Event description:
The customer initially reported to physio-control that their device was intermittently losing the ECG signal when monitoring a patient. After an evaluation of the electronic patient record of the event, it was observed that the device was actually switching from advisory mode to manual mode. This spontaneous switching of modes without button presses from the user could potentially be an issue with an intermittent short of a button on the main keypad assembly which could cause an issue of defibrillation energy delivery.